Event description:
The stent was opened and prepped. It was passed onto the guide wire for insertion. As the physician was passing the stent through the valve of the sheath the physician could feel the stent moving. A second stent was used for the procedure and was delivered to the target vessel without issue.

Manufacturer narrative:
We are awaiting the return of the device for investigation and will submit the follow-up report once the evaluation is completed.